Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels. Exact bg levels were not provided. A recommendation was made for the customer to consult with the healthcare provider regarding treatment decisions based on continuous glucose monitor (cgm) trends.